Manufacturer narrative:
The patient had pre-existing dental work, and reported this event as part of a research study (B)(4). There is no valid evidence that exciteosa caused the event. The patient has pre-existing dental work, although it remains unconfirmed which dental work they have and if it was on the tooth that had the root canal. Exciteosa targets the genioglossus, not teeth, therefore signifier medical technologies limited believe the event is not associated to exciteosa. The patient started therapy on (B)(6) 2021, and completed a total of 87 therapies until (B)(6) 2021. During this period, the patient reported no adverse events, discomfort or sensitivity. The date of the root canal is also unconfirmed. Signifier medical technologies have attempted to follow up with the patient and their dentist several times, but there has been no response yet. The patient is no longer using the device.

Event description:
Tooth sensitivity, discomfort and had a root canal. The patient had pre-existing dental work.